Manufacturer narrative:
Product investigation is in progress.

Event description:
String is really lose (loose) and rips off when trying to get out the package - l. Tampons [device breakage]. String is really lose (loose) - l. Tampons [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon string is loose and rips off when removing from the package. No injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String is really lose (loose) and rips off when trying to get out the package - l. Tampons [device breakage] string is really lose (loose) - l. Tampons [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via phone that the tampon string is loose and rips off when removing from the package. No injury was reported.